Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time.

Event description:
It was reported that the pta balloon was difficult to deflate and subsequently was unable to be retracted through the introducer sheath. The device and sheath were removed together as a single unit without incident. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be performed as the lot number is unknown .the device was returned for evaluation. A complete circumferential break was observed in the outer catheter at the butt joint, which exposed the inner polyimide lumen. An unknown guidewire was protruding from the distal end of the catheter. An attempt was made to retract the balloon from the sheath; however, this was not possible due to the prolapsed balloon material at the distal end. Additionally, inflation/deflation testing could not be performed due to the condition in which the sample was returned (i.e. Break at butt joint). The investigation is confirmed for a break at the butt joint and retraction issues based upon the condition in which the sample was returned (i.e. Prolapsed balloon material and flared introducer sheath tip). The investigation is inconclusive for deflation issues as the condition in which the sample was returned prevented full functional testing. The retraction issues and the catheter break were most likely caused by the inability to fully deflate the balloon. The root cause for the deflation issues is unknown.